Manufacturer narrative:
Device evaluated by MFR: visual and microscopic examination of the returned device revealed the stent was detached from the delivery system. The stent was received trapped inside the stent protector. An examination of the protector and stent found no issues. A clear impression was visible on the balloon of where the stent had been crimped initially. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparations for a percutaneous intervention(pci) procedure the stent dislodged outside the patient. A 2.75mmx12mm veriflex bare metal stent was selected. The device was removed from the protective hoop and during attempts to remove the stent protector, the stent dislodged from the stent delivery system. The device did not contact the patient. The procedure was completed with the implant of an unspecified 2.75x16mm "taxus" drug eluting stent. There were no patient complications reported with the patient's current condition listed as "good".

Event description:
It was reported that during preparations for a percutaneous intervention (pci) procedure the stent dislodged outside the pt. A 2.75x12mm veriflex bare metal stent was selected. The device was removed from the protective hoop and during attempts to remove the stent protector, the stent dislodged from the stent delivery system. The device did not contact the pt. The procedure was completed with the implant of an unspecified 2.75x16mm "taxus" drug eluting stent. There were no pt complications reported with the pt's current condition listed as "good."

Manufacturer narrative:
(B)(4).